Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller indicated that his device was replaced. The caller read from a note in the medical records that said the reason for the replacement was because the device or battery was not working. No further complications were reported.